Event description:
It was reported that balloon rupture occurred. The target lesion was located in a renal vessel. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon failed to inflate and leaking was noted due to a pinhole on the balloon. The procedure ws completed with another of the same device. There were no patient complications reported and the patient status was stable.